Event description:
A malfunction alarm, identified by malf 0, was reported by the customer. There was no reported impact on the customer¿s blood glucose level as the customer did not answer whether it exceeded 500 mg/dl. The customer was provided with information on resetting the pump and was assisted in doing so by technical support. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to contact support if further issues arise.